Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient was revised (B)(6) 2013, due to mulitple dislocations. Acetabular liner and modular head components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effect: dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions. Implant date - unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00683 / 00684).